Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 342 mg/dl. The customer stated that they suspect that an infection let to the high blood glucose levels, but she was unable to prime the insulin pump and there were black circles on the display prior to the event. Troubleshooting was performed and found that the insulin just needed to be primed normally. The customer was assisted with the proper priming technique and advised to monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.